Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the tip of a fiber broke after 16,492 joules had been used. A second fiber was used to complete the procedure with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the fiber glass cap and metal cap were present on the fiber and hene (helium-neon) laser fixture did not identify any breakage along the fiber length. However , analysis did identify a circumferential fracture and loose glass cap/metal cap due to glue failure; therefore, the event is confirmed. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damage, including circumferential fracture and glue failure. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination showed a glass cap circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture could rotate independently of the metal cap. The glass cap exhibited severe devitrification at output window and the metal cap exhibited severe charred debris adhesion on surface, indicative of prolong tissue contact. Additionally, the glass cap was able to move independently of the metal cap by pushing the cap with external force, indicative of glue failure. The fiber was tested with the hene (helium-neon) laser fixture, there were no indications of breakage along the fiber's length. The connector cone, segments, and tabs were in good condition and secured. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: analysis of the returned device did not identify the as reported fiber tip break. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the tip of a fiber broke after 16,492 joules had been used. A second fiber was used to complete the procedure with no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the tip of a fiber broke. A second fiber was used to complete the procedure with no clinical consequences to the patient.